Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a "connection unsuccessful, make sure dexcom is turned on and within range" message occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a "connection unsuccessful, make sure dexcom is turned on and within range" message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.